Manufacturer narrative:
UDI number: na. Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. Reference report 3012447612-2019-00136.

Event description:
It was reported that the tip of one dorsal height adjuster broke and another stripped while adjusting an ha coated screw during surgery. An alternative driver was used to complete the surgery without reported patient impacts. This is report one of two for this event.

Manufacturer narrative:
Additional information: methods, results, and conclusions - the returned height adjuster was evaluated. The device tip is fractured. It is possible that the cause for the fractured tip of the dorsal height adjuster was due to an off axis force applied to the adjuster while it was inserted in the screw. A review of the manufacturing records did not identify any issues which would have contributed to this event.

Event description:
It was reported that the tip of one dorsal height adjuster broke and another stripped while adjusting an ha coated screw during surgery. An alternative driver was used to complete the surgery without reported patient impacts. This is report one of two for this event.